Event description:
After receiving cypher stents in the distal left anterior descending (lad) and the 3rd diagonal, the patient had several instances of restenosis.

Manufacturer narrative:
This device is one of five products associated with this event. Please refer to MFR report#'s 3003742446-2006-00525, 3003742446-2006-00527, 3003742446-2006-00529, and 3003742446-2006-00531. This male patient had the following medical history: prior pci, hypertension and hypercholesterolemia. The patient had an urgent procedure due to angina pectoris. Aspirin, plavix, ace-inhibitors, and statins were administered prior to the procedure. Lesion 1-1 was a restenotic lesion (unknown stent) of the previously treated distal left anterior descending (lad). Vessel diameter was 2.5mm and lesion length was 22 mm. There was no bifurcation. There was little to no calcification. The lesion was not predilated. A 2.5x18mm cypher stents (lot number unknown) and a 2.5x23 cypher stent (lot number unknown) were successfully deployed. The stents were overlapping. The 2.5x23mm stent was postdilated. Pre procedural diameter stenosis was 90% and residual diameter stenosis was 0%. Timi flow was 3 pre and post procedure. No medications were administered during the procedure. The patient was discharged two days later. Discharge medications included plavix, aspirin, ace-inhibitors and statins. A week later, the patient had an overnight hospitalization due to chest pain. The event was graded as related to the index procedure but unrelated to the index device. Approximately four months later, the patient had stable angina. No new lesions were noted. The event was noted as unrelated to both the index device and procedure. Ten days later, a pci was performed on the index lesion in the distal lad. The lesion was treated with a cypher stent (lot unknown). The event was related to the previously implanted cypher stents. Two weeks later, a pci was performed on a de novo lesion located in the 3rd diagonal. The lesion was treated with a cypher stent (lot unknown). Approximately two months later, the patient returned to the hospital but was not hospitalized. No additional information was given. The event was unrelated to both the index device and procedure. Approximately two months later, the patient returned with unstable angina. A pci was performed on the index lesion in the distal lad. The lesion was treated with a cypher stent (lot unknown). The event was related to the previously implanted cypher stents. Two days later, the patient had unstable angina due to occlusion in the diagonal. Three days later, the pt had unstable angina. A pci was performed on a new lesion in the 3rd diagonal. The event was unrelated to the previously implanted cypher stents. Treatment details are unknown. Approximately two weeks later, the patient had angina pectoris. A pci was performed on a previously treated lesion in the 3rd diagonal. The lesion was treated with balloon angioplasty. Approximately three months later, the patient had unstable angina. A pci was performed in the previously treated lesion in the distal lad. The event was related to the previously implanted cypher stents. The lesion was treated with balloon angioplasty. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.